Manufacturer narrative:
Information was received from a physician who is not required to complete form 3500a. Visual examination of the returned component identified that the slaphammer had fractured at the weld between 2 subcomponents. The t-handle was also noted to be bent, which indicates substantial use of the component. Dimensions taken are within specification as documented. Device history records were reviewed and found conforming to requirements at the time of manufacture. The device was used for treatment. Based on the intended use of the component and the approximate field age of 6 years, it is likely that fracture occurred due to the repeated loading from normal use. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively

Event description:
It was reported that the instrument separated while using to remove a trial implant.